Event description:
Customer states that false negative results were obtained on a patient sample using the icon 25 hcg test. Subsequent home test was positive and the serum quantitative result was 1190 miu/ml. There was no serious injury related to this event and no treatment was initiated or withheld based on the false negative result. Beckman coulter could not duplicate the false low result. A false low hcg could be used to rule out pregnancy, and treatment or other diagnostic procedures could be based on the false negative result. In this case a biopsy was performed. If the patient were actually pregnant, some of these procedures, i.e. X-rays, could potentially contribute to a serious injury to the fetus.